Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing to incorrect power of lens implanted. The lens was replaced with a new iol, zct150u125, serial number (B)(4). No further information has been provided.

Manufacturer narrative:
Additional info: (B)(4). Device evaluation: the device was received and forwarded to the manufacturing site for investigation. Visual inspection with the unaided eye shows the lens is delivered in a zip lock bag and the lens is incomplete. The optic is cut in two and both haptics are missing. Visual inspection at 12x magnification shows the lens can be identified as tecnis toric acrylic 1-piece intra ocular lens because of the presence of marking holes. The lens is contaminated, the optic is damaged and scratches can be seen. Due to the condition of the returned lens diopter measurement is not possible. Visual inspection of the return sample shows the lens is damaged and incomplete. The information, although limited, does not indicate any relationship with the iol design or manufacturing. A review of the manufacturing records was conducted. Review of material reports, sterilization records, and environmental monitoring records, found no nonconformity with respect to this order number. There were no process and/or material changes. This product was not produced under deviation. Based on the manufacturing record review and historical review no non-conformances are expected. Considering this conclusion, no further corrective and or preventive actions would be necessary. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.